Manufacturer narrative:
Device evaluation: no device is expected to be returned for evaluation. Implant date was an estimate, exact day of implantation in may 2012 was not provided. Since the lot number was not provided, the device history record and complaint database search could not be performed. Merit is unable to determine a root cause without the actual device.

Event description:
The user reported that the luer connector separated from the catheter. The device was repaired at a clinic without further incident. No lot number has been provided. No harm or injury was reported.